Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that pacing impedance on one of their leads had dropped which triggered an alert tone. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician later confirmed that the alert was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was right ventricular (rv) lead impedance that had fallen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.